Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the blood glucose had been running high. Treating with the insulin pump had not brought down the blood glucose, but treating with manual injection had helped. The blood glucose reading was 458 mg/dl. The drive support cap appeared normal. There were air bubbles noted in the tubing and the caller was assisted in priming them out. The insulin had not been stored at room temperature and the caller was advised that the insulin should be room temperature. She changed the set and declined further troubleshooting. The insulin pump was not replaced or returned.